Event description:
Patient presented to ed with new onset of right groin pain and swelling. Patient with hx aus implanted in [date redacted] secondary to incontinence from prostate cancer surgery in [date redacted]. On examination, he was found to have a tubular structure protruding out of the right inguinal canal with swelling and erythematous. Patient had a previous revision in [date redacted] as well. Patient had device removed on [date redacted]. Extensive tissue swelling was present without frank pus.